Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an episode of polymorphic ventricular tachycardia. The patient was seen in the emergency room. Review of stored device memory noted that the device appropriately detected the rhythm and delivered shock therapy. It was noted that all 5 shocks were delivered, however, were unsuccessful in converting the rhythm. It was noted that defibrillation threshold (dft) testing was not performed at implant. Additionally, shock impedance measurements were noted to have increased from 122 ohms at implant to recent measurements of 166 ohms. A chest x-ray was taken and the electrode appeared to be placed within body fat and not on the fascia. The local field representative discussed the potential of repositioning the electrode with the physician, however, the physician instead planned to explant the system. An invasive procedure was performed. The device and electrode were explanted and replaced with another manufacturer's product. No additional adverse patient effects were reported.